Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the instructions for use, warnings: " do not release the device from the delivery cable if the device does not conform to its original configuration, or if the device position is unstable or if the device interferes with any adjacent cardiac structure (such as superior vena cava (svc), pulmonary vein (pv), mitral valve (mv), coronary sinus (cs), aorta (ao)). If the device interferes with an adjacent cardiac structure, recapture the device and redeploy. If still unsatisfactory, recapture the device and either replace with a new device or consider alternative treatments. " per the instructions for use, artmt600150096 revision c, the recommended size delivery system for use with a 25-18mm amplatzer talisman pfo occluder is 8f.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25-18mm amplatzer talisman patent foramen ovale (pfo) occluder was selected for implant using a 9f amplatzer talisman sheath. The device was sized via transesophageal echocardiogram (tee). It was noted during procedure that the right atrial disc of the occluder exhibited a bulbous deformation when being deploying. It was noted that when pushing on the delivery cable the right atrial disc of the 25-18mm amplatzer talisman (pfo) occluder, that the occluder would reconfigure back to it's original shape. However, when the occluder was fully released the deformation was noted to have persisted. The device remains implanted with no plans for removal. The patient was hemodynamically stable throughout the procedure and no clinically significant delay in procedure was reported. There was no interaction with cardiac structures during deployment and no angulation/kink in the delivery system was reported. The patient was reported to be in stable condition.